Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was returned for service for an unknown defect. No patient complications have been reported as a result of this event. It was further reported that the epg had a broken panel. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis noted that the epg was missing the ring attachments, the atrial patient connector was damaged, the lower case was cracked, and the upper case was damaged. It was also noted that the device was sticky. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis noted that the epg was missing the ring attachments, the atrial patient connector was damaged, the lower case was cracked, and the upper case was damaged. It was also noted that the device was sticky. The epg was scrapped. If information is provided in the future, a supplemental report will be issued.